Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient expired on same day of aortic valve replacement surgery. The cause of death has not been provided, and the healthcare provider indicates it is unknown if the death is device related. No further information provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups, the healthcare provider declined to provide any additional information regarding the patient's cause of death and operative report due to patient privacy regulations; therefore, no additional investigation can be performed into the root cause of this report. The investigation reveals nothing to indicate a device quality deficiency that may have contributed to this event.